Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead implanted: (B)(6) 2009,, 5068-58 lead implanted: (B)(6) 2004 5068-52 lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient experienced a hematoma approximately two weeks after implant. The hematoma was excised. Approximately one month after the hematoma was excised, the patient developed an infection. Tenderness, redness, swelling and warmth was noted near the device incision. The device was extracted and intravenous antibiotics were administered. The patient is a participant in the wrap-it study. No further patient complications have been reported as a result of this event.